Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise, high amplitude artifact and possible crosstalk. Programming changes were made. No alerts were noted thereafter. The patient was in a stable condition.

Event description:
New information states that the device exhibited oversensing episodes leading to pacing inhibition. Two ventricular fibrillation episodes were detected on (B)(6) 2018 and (B)(6) 2018 which were probably due to the right ventricular lead noise. In one case secure sense inhibited therapy, and in the other case therapy was aborted due to it being non-sustained lead noise. In both cases pacing was inhibited and large pauses were noted. The patient was seen in emergency room at a different hospital after the episodes. No further information was reported.